Event description:
A meter to hcp meter comparison test was made with the reporter's meter reading 50 and doctor's meter 154 mg/dl. Tests were done 1/2 hour apart. Reporter did not have any symptoms. The lifescan rep discovered that the reporter's meter was set in "mmol.l" readings instead of "mg/dl". Follow-up attempts for further info have been successful.